Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg flipped in the pocket, preventing her from charging effectively. It was also noted that the patient was very thin and the ipg was loose at the pocket site. The patient underwent an ipg replacement procedure per physician's preference. No device malfunction was suspected. The patient was doing well postoperatively.